Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) for the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups was returned to the manufacturer for evaluation. The testing found that with the batteries installed, the unit would not hold a charge. When new batteries were installed, the system functioned as designed. Indicating an electrical based failure mode.

Event description:
A medtronic representative reported that, while outside of a procedure, the uninterruptible power supply (ups) for the imaging system was beeping. No additional information was provided. There was no patient present when this issue was identified.